Event description:
In in-coming inspection at distribution, it was found that there was a hair in blister package.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the review of the manufacturing documents revealed no deviation. The exact cause of the event could not be determined according to the information available. The pollution must have occurred during sterile packaging process and was not detected by inspection teams. However, the found hair has to be classified as a non-conformance. Thus, a non conformity report was initiated.

Event description:
In in-coming inspection at distribution, it was found that there was a hair in blister package.